Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check (puc). There was no patient involvement. The service engineer found that the o2 gas module was leaking and the expiratory channel printed circuit board (pcb) was defective. According to the service report was also a pressure transducer replaced. After these parts were replaced, the ventilator passed functional tests and was returned to customer. No faulty part was returned for further investigation despite reminders. The evaluation of received device logs shows alternating successful and failed pucs the last months. There is no puc performed on the reported date of event. (B)(6) 2021, will be used as date of event as a new block of failed pucs started there. From this day there are mainly failed pressure transducer tests, indicating a problem with a pressure transducer, and failed o2 cell/sensor tests and a o2 cell/sensor failure alarm, indicating a problem with the o2 sensor, or possibly the gas module. There are a few indications of leakage, but no technical error is generated to indicate a technical problem with the ventilator. As no faulty part was returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).